Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring reservoir tube and cracked case at reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the rim of the reservoir compartment was broken but they were able to put the reservoir. The customer's blood glucose was 143 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.